Manufacturer narrative:
Bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for damaged/broken with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on this occurrence the potential causes for the problem is: inadequate airflow at plunger rod feeder / air nozzles bad positioned at syringes assembly machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening up the package of the bd plastipak¿ luer-lok¿ syringe, the user noticed the plunger is damaged and is missing a part. Found before use. No serious injury or medical intervention noted.